Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to low amplitude measurements. Subsequently a new ra lead was successfully implanted. No additional patient adverse effects were reported.